Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown second surgical procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced a recurrent hernia. The patient stated that the mesh migrated. The patient has been experiencing pain and sickness for the last almost three years since the procedure. Additional information will be requested.